Event description:
It was reported that there were concerns about this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd) as device's longevity decreased two years within nine months. Technical services (ts) advised that the information sent was not enough to perform a battery analysis. Ts provided instructions on how to save and upload the files to be analyzed. The files have yet to be sent for analysis. The device remains in use. No adverse patient effects were reported.